Event description:
It was reported that shaft break occurred. The target lesion was located in a severely calcified lesion. A 4.00mm x 6mm nc emerge balloon catheter was advanced for use. However, the shaft broke in half. No patient complications were reported.